Manufacturer narrative:
One 10mm cannulated endoscopic flexible drill was returned for evaluation. Visual assessment of the drill confirmed the device was broken mid-shaft. The break area is clean and shows no material voids. Flaring of the drill tip cannulation was observed, rolled edges were also identified. The cutting edges were observed to be intact, but have slight wear due to use. Per the devices IFU ¿use of drills with that have worn or dull tips can result in breakage¿. No root cause related to the manufacturing process can be established.

Event description:
The tip of the reamer snapped off, while drilling. Additional information received on 06jun2014 indicated that the device had been used 2 or 3 times prior to the drill breaking. The broken piece was able to be removed; no debris was left in the patient. Another drill was used in the same location to complete the procedure. The patient was fine, post-procedure. They were not aware of any unexpected procedural, or anatomical, issues during the procedure.